Event description:
The customer reported that during a hysterectomy, after the surgeon used the device to cut, the jaws of the device would not re-open while applied to tissue. The surgeon was able to pry the device off the tissue with another instrument, and there was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.